Event description:
(B)(4). Numbness and tingling in my hands, left to my knee, abdominal swelling and pain, bloating, cramping more severe during periods short irregular heavy flo, increased depression and anxiety, horrible headaches and metallic taste in m.p.h. Mouth.